Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: no further information can be provided by the customer.

Manufacturer narrative:
(B)(4). Additional information received: the customer no longer has the device.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what is the product code or the lot number of the device that was used in the procedure? Two references have been used during the first procedure: mcm20: lot p4tc3u, or r40k7r, or r40m4y. Msc20: lot: r4m2v. What was the indications for surgery in reference to the original procedure? Cervical lymph node supra hood hyoid dissection in a patient with squamous cell carcinoma of the inner cheek. What is the current patient status? The patient left the hospital on (B)(6) 2018. He was seen in consultation on (B)(6) 2018 and the clinical evolution is satisfactory according to the surgeon.

Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code or the lot number of the device that was used in the procedure? Does the surgeon believe the clips or applier were deficient in any way? Was the clip still on the intended structure during the second procedure or was it dislodged? How many clips are routinely placed on the vessel in this type of surgery? What was the anatomical placement of the clips that were initial placed and where were they found in the second procedure? Where there any drains placed? What was the indications for surgery in reference to the original procedure? What is the current patient status?

Event description:
One hour after a neck dissection procedure, an urgent resumption had to be performed to treat a compression cervical hematoma. The surgeon had found a clip stick out of the vessel inside the cervical lodge. This issue lead to: a second procedure, a tracheotomy (with intubation complications), a hospitalisation in the intensive care.